Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) spinal pain. It was reported she has a pacemaker and the last 2 EKG's ((B)(6) 2017) she had have been bad and she thinks it is the stimulator that is throwing off her results. Reviewed guidelines for EKG. Walked patient through how to turn stimulation off/on and reviewed on patient programmer indicating stimulation on verses off. Reviewed with patient why/ how labeling mentions turning stim down before turning stim back on to prevent possible discomfort. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.